Event description:
It was reported that this left ventricular (lv) lead as explanted and successfully replaced due to high pacing thresholds. This device is not expected to return for analysis. No additional adverse patient effects were reported.